Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer did not performed troubleshooting for high blood glucose reading. Customer stated the cannula bent. Customer also had blood glucose reading was 300 mg/dl. Customer stated insulin exited. Insulin pump will not be returning for analysis. Set will be returning for analysis.